Manufacturer narrative:
Insulin pump was received with failed battery test alarm after battery change due to corroded battery tube. No blank display noted. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test multiple times. Customer's blood glucose level was 212 mg/dl. The failed battery test alarm recurred after troubleshooting. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.